Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the medical records provided, the patient experienced discharge, necrosis, infection and pain. In regards to infection, the warning section of the instructions-for-use states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2004 - the patient was diagnosed with a cystocele, rectocele and stress urinary incontinence. The patient underwent implant of a non-bard davol tvt sling, anterior and posterior repair, paravaginal defect repair, sacrospinous colpopexy followed by cystoscopy. On (B)(6) 2004 - the patient was diagnosed with cystocele, stress urinary incontinence, vaginal prolapse and pelvic pain. The patient underwent a cervical colpopexy with implant of a bard flat mesh, burch urethropexy, removal of the non-bard davol sling and repair of a cystotomy. On (B)(6) 2004 - the patient was diagnosed with a wound abscess. The patient underwent incision and drainage procedure followed by antibiotic irrigation and wet to dry packing. Per the op report details "there appeared to be an area of induration over the wound. Upon making an incision into the wound, purulent material extruded from the wound. Aerobic and anaerobic cultures were obtained. The wound was opened further and a large abscess was noted. There appeared to be some necrotic material over the right side of the wound." On (B)(6) 2005 - the patient was diagnosed with a ventral hernia and underwent a two part procedure which included repair of the ventral hernia with implant of a bard composix mesh and a panniculectomy. The operative details did not mention any visualization or involvement of the flat mesh. On (B)(6) 2009 & (B)(6) 2010 - the patient had md office visits. During her first visit it was noted that "the patient has recovered well from her procedure performed on (B)(6) 2005." The patient reported that she intermittent vaginal bleeding. Per the pelvic exam notes "she had several small tears in her vaginal mucosa and a suspicious lesion, slightly to the right at the cuff." A urinalysis was negative for infection. It was also noted that the patient had some vulvar and vaginal irritation and was prescribed a vaginal rx cream. Patient was recommended to follow up with urogynecologist regarding her complaints of stress incontinence.